Manufacturer narrative:
Na

Event description:
It was reported, the stretcher jacks are not functioning to specification as the jacks are allegedly not lowering when the hydraulic release pedal is activated.